Event description:
Nurse reports post-op suture breakage has been experienced in 6 pts at 3 different facilities following cataract procedures. Two of the pts required resuturing and the others were patched for several days. All the pts are fine with no other complications observed.

Manufacturer narrative:
H.6.: the returned sample was from a different lot than previously reported. Both of the lot numbers submitted were lots that were at the facility at the time. No record was made of the actual lot involved in the incident. Due to biohazard potential retained samples were checked for material defects and tested for usp tensile strength, rather than the returned samples. All findings met specs. This report was mailed in to FDA on: 9/9/98.